Event description:
The initial attorney report alleged pain, required substantial medical treatment, scarring, disfigurement and permanent injury after the implant of a composix kugel mesh. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2006 - pt underwent repair of incisional hernia with kugel patch.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recall composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has rec'd add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info rec'd. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The attorney alleges multiple complications however the medical records provided only include the implant operative report from the kugel patch. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. Additionally, it is unclear if the mesh was explanted. Currently, with limited available info, no conclusion can be drawn.